Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all fusion pre-loaded omni-tome are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. Due to a reference made regarding the forming wire, this product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded omni-tome. The user experienced cannulation difficulty due to incorrect cutting wire orientation. The reporter indicated the sphincterotome exits the endoscope in a 3 o'clock position, i.e. Incorrect cutting wire orientation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.